Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while trying to interrogate the device it could not be completed. A second interrogation attempt was not made "because the focus was on the brain mass." The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.